Event description:
(B)(4). It was reported that during a stenting treatment procedure, vessel dissection occurred. In (B)(6) 2013, the patient was referred for elective cardiac catheterization. The 80% stenosis and 14mm long target lesion was located in the mid left anterior descending artery with a reference vessel diameter of 3.5mm. The target lesion was treated with pre-dilation and placement of a 3.50x20mm evolve ii (B)(4) stent. Following deployment a grade "b" dissection was noted at the distal edge of target lesion. The dissection was treated with placement of another 3.0x20 mm evolve ii (B)(4) stent, resulting in 0% residual stenosis following post-dilatation.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).